Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 15-jun-2026. The unit was returned with reported service needed, which was confirmed upon inspection with high deviation due to blocked muffler filled with dust and valve leak product manifold both contribute internal 02 reading measured 100%, while the external 02 reading measured 88%. Data log also shows multiple 02 internal 100% it indicates 02 sensor calibration fail, recalibrate 02 sensor to fix the issue. Noisy compressor due to loosen housing compressor. Dirty & scratched housing due to possibly rough cleaning or user abused.

Event description:
It was reported that the patient's unit was not producing enough oxygen as the patient was walking. As a result, the patient had to stop frequently to catch their breath to start walking again. Troubleshooting found that there was some dust on the columns. As a result, a replacement unit was sent to the patient and it is working for them.